Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a separation was observed between the female connector and main body. The reported condition was verified. The direct cause of the condition was determined to be manufacturing related issue caused by inadequate solvent to the insert chip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation between the female connector and the main body of the twist clamp. The event was further described as ¿the dark blue part of the assembly has been separated, but not totally from the light blue component". This occurred during use of the device for automated peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury associated with this event; however, prophylactic antibiotics were administered to the patient to prevent infection. No additional information is available.